Event description:
The reporter stated an aa4204vl silicone single piece lens was used. The lens is stuck in cartridge. There was no patient contact. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). Device evaluated: the product pertaining to this complaint was not returned for evaluation. However, the cartridge was returned and visual inspection found no visible damage to the cartridge. There was evidence of clear surgical residue. Method: lens work order search, lot number search. Results: a lens work order and cartridge lot number search were performed and no similar complaints were found within the work order and lot number. Conclusion: (no conclusion can be drawn): based on the complaint history, work order and lot number search, a specific root cause of the event could not be determined. #(B)(4).